Event description:
It was reported that the internal foam gasket around the display assembly had migrated upwards and could possibly obscure a portion of the device's display. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The display lens assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was misalignment of the foam tape.